Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
36 insert was implanted with a 39 glenosphere.